Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced infusion set issues after being switched from contact detach to inset 23" 6 mm sets, found the applicator uncomfortable, perceived a needle sensation, observed rising glucose to a high reading, and sought emergency care where a confirmatory fingerstick measured 516 mg/dl; the user discontinued pump therapy and used subcutaneous insulin injections. Symptoms included hyperglycemia and irritability. Outcomes included unexpected medical intervention with medication required; severity descriptors in records included both minor injury/illness/impairment and serious injury/illness/impairment. Troubleshooting and education were completed. Investigation included communication and interviews, and analysis of information provided by the user and third parties. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.